Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the patient electrocardiogram (ECG) was abnormal and showing ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. (B)(6) 2022 it was further reported via follow-up communication that the syncope was no able to be confirmed to be related to a product performance issue. The patient was administered mexiletine.